Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The insulin pump was uploaded, and the physician found motor error alarms in the history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Unable to perform basic occlusion and occlusion tests due to motor error alarm. The insulin pump had a missing end cap sticker, cracked display window corner, scratched lcd window and cracked reservoir tube lip.